Event description:
While this cna and another were transferring a resident in hoyer, it "tipped and collasped". During investigation, bumping the leg of the hoyer caused it to close; therefore, the whole unit was replaced. This cna suffered a left shoulder contusion and strain which have been treated. She has been released and returned to work. The resident was uninjureddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was multiple patient involvement. Number of patients involved: 2.device serviced in accordance with service schedule. Date last serviced: . Service provided by: other. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: material degradation/deterioration, other. Conclusion: device failure occurred and was related to event, device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, user education provided, inserviced by other facility staff. The device was destroyed/disposed of.